Event description:
It was reported that the patient presented to the hospital due to the patient alert. It was found that the right ventricular (rv) lead had oversensing, high threshold and high impedance. An x-ray revealed that the rv lead appeared to have exposed conductors. The ventricular fibrillation (vf) detections were turned off, programming changes were made and the rv lead remains in use. However, replacement for the high voltage portion had not been performed or scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was found. (B)(4).